Event description:
The customer stated that a service required message was displayed on the heartstart mrx when the device was powered on. There is no indication of pt involvement.

Manufacturer narrative:
(B)(4).